Manufacturer narrative:
A check of the batch production record for the lot, showed no unusual manufacturing issues. A check of the complaint records showed four other complaints against the lot. There was no sample returned. Testing could not be performed. No sample was returned for evaluation. With no additional, related information provided, the customer reported event was not confirmed. Based upon the information provide, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that regulator seemed to have no gas flowing out. The regulator was vented as suggested but still did not work. The tank was changed, and it did work but very slow. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).